Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and suffered from a bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right side.

Manufacturer narrative:
On july 30, 2021, it was reported to mentor that the date of removal is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2021 , the product was returned to mentor for evaluation. On (B)(6) 2021, mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 550cc breast implant was found to be ruptured. The implant was received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding this event. The primary reason for intervention was bilateral ptosis. The right-sided device was found to be ruptured incidentally during revision surgery. The left-sided device was intact. This report is for the patient¿s right-sided device. In addition, the patient had two 605cc mentor memorygel devices implanted as replacements: catalog # smpx605, s/n (B)(6), (left) and (B)(6) (right). Reason for device explant and/or reoperation: bilateral ptosis. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).